Manufacturer narrative:
The reported event (display error) could not be confirmed because the unit in question was not returned for evaluation. The unit's build records and incoming inspection records found this unit fit for release to the field. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that this patient complained of a medium priority alarm and a black controller display. The controller was exchanged. Investigation is ongoing.